Event description:
Pt had an infusaport in right subclavian vein since 1999. Pt came to ER c/o right chest pain and problems with infusing medications through the port. The chest x-ray showed the tip of the catheter broken off and lodged in pulmonary artery. The catheter tip was retrieved via interventional radiology. Infusaport dc'd.